Manufacturer narrative:
This supplemental report is being submitted to provide additional information received.

Event description:
The procedure was hysteroscopic removal of uterine polyps. There was no delay. The procedure was completed using a similar device.

Manufacturer narrative:
During the subject device return inspection, the service business center (sbc) confirmed the reported issues. The ceramic tip was loose, and the cap was missing. Furthermore, inspection found the sealing ring to be damaged and worn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: damaged insulation insert: based on the damage pattern. It was assumed that the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). It was unable to determined it there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. Missing cap: the reported issue was most likely caused by wrong handling by the user, more specifically subjecting the device to excessive force. The cap probably came loose due to an impact or accidental dropping. Damaged sealing ring: the reported issue was most likely caused by wear and tear and wrong handling by the user. Considering the age of the product, the damage to the sealing ring most likely constitutes signs of wear and tear and is most likely attributable to frequent use and poor maintenance. A damaged sealing ring is very likely to cause the inner sheath to leak. This issue is addressed in the instructions for use (IFU): inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor the field performance of this device.

Event description:
Customer reported the ceramic tip was loosened and the button glue fell off. The issue was found during preparation for use for an unknown diagnostic procedure. There were no reports of patient harm.